Event description:
The customer reported that a pt was examined head first, tilted, supine for an examination of the abdomen with the sense body coil positioned over that area. After the examination rendering of skin (1x3 cm) with blister of unk size was observed on the lower right forearm.

Manufacturer narrative:
(B)(4). Conclusions: the injury on the arm is consistent with burns caused by a lack of distance and padding between the cable and pt skin (the instructions for use clearly indicate a minimum distance of 2 cm).